Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 3.0mm x 32mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 3.0mm x 32mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.